Manufacturer narrative:
The cl electrode lot number is dqe27. The na electrode lot number is dgf30. The expiration dates were not provided. The field service representative replaced the electrodes and controls. He performed cleaning, adjustments, a waste check, replaced a pipette, replaced the syringe and electrode seals, performed a pressure check, decontaminated the sample lines, waste, and reagents. The sipper nozzle fastening screw was placed backwards, and it was corrected. Internal cleaning was performed, and a valve was cleaned. The sipper nozzle, vacuum nozzle, and supply nozzle were replaced, and adjustments were made. He performed calibration and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 5 patient samples on a cobas pro ise analytical unit. The sodium electrode and the chloride electrode were affected. Patient 1: the initial na result was 130.7 mmol/l, and the repeated result was 124.0 mmol/l. The initial cl result was 97.3 mmol/l, and the repeated result was 86.8 mmol/l. Patient 2: the initial na result was 133.1 mmol/l, and the repeated result was 125.6 mmol/l. The initial cl result was 105.0 mmol/l, and the repeated result was 94.5 mmol/l. Patient 3: the initial na result was 147.8 mmol/l, and the repeated result was 140.8 mmol/l patient 4: the initial na result was 147.6 mmol/l, and the repeated result was 139.3 mmol/l. Patient 5: the initial na result was 146.6 mmol/l, and the repeated result was 136.8 mmol/l. The repeated results were obtained on another module.